Event description:
A customer contacted global technical service (gts) regarding system error 2240 (air in tubing) in drain 1 of 4. The patient did disconnect prior to the alarm or observed air. Proper disconnect procedures were not used and the patient reconnected. The event occurred during use and solution was provided over the phone. There was no injury or medical intervention that was reported.

Manufacturer narrative:
(B)(4). Per baxter labeling, users are instructed to use proper disconnect procedures when temporarily disconnecting from therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.